Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high pacing impedance and high thresholds. A lead integrity alert (lia) indicated to be due to short v-v intervals and non-sustained episodes. A lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.